Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine at a dose rate of 56.11 mcg/day, bupivacaine at a dose rate of 9.002 mcg/day, baclofen at a dose rate of 30.01 mcg/day, and morphine at a dose rate of 7.502 mcg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that they did not fill the patient¿s pump on the scheduled date because patient was scheduled to have their pump replaced due to normal battery depletion. It was further indicated that the patient¿s mother was in an accident and the patient missed the scheduled replacement day. It was noted that now the surgeon would not reschedule the appointment and the physician would not give the patient oral meds because of the high setting on the pump. The patient experienced withdrawal. The change in symptoms/therapy was described as being gradual. The date of event was approximately 3 days ago in (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). It was being considered that the patient may consider going to an emergency room where they could treat her for what symptoms she was presenting, but that they may not be able to assist with the pump. The patient was looking fora list of physicians in her area. Physician listings were provided as requested. No further patient complications have been reported as a result of this event.